Manufacturer narrative:
Investigation summary: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Investigation conclusion: reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions).

Event description:
It was reported that during the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high amplitudes with clipped signals. The electrode was repositioned, and the procedure was completed. One day post implant, high amplitude r-wave were observed in all vectors resulting in intrinsic beats being classified as noise. Boston scientific technical services (ts) noted that the system is too cranial and recommended repeating the automatic screening tool and revise system based on that data.